Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine (10 mg/ml at 2.87 mg/day) via an implantable pump. The other medications that the patient was taking at time of the event were unable to be obtained. The pump's indications for use were non-malignant pain and failed back surgery syndrome. It was reported that during a routine pump replacement procedure, a hole was discovered in the catheter, at the pocket site. The patient had commented prior to the procedure that she was not getting as much pain relief as she would like. The surgeon cut the catheter at the point of the hole, and reconnected the end to the sutureless connector. At the time of the report, the patient was alive with no injury and the issue had been resolved. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.